Event description:
It was reported that the handpiece was overheating during a wisdom teeth extraction. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, spindle housing, and rotor, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.